Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device displayed an "ECG monitoring failure" error message, causing a four-minute delay in obtaining a fifth analysis of the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during review of the device data logs. However, the device passed all testing including full functional testing, ECG stress testing, and defib functional testing without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib cable receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.